Event description:
On (B)(6) 2025, the chest area of the patient was wet. A section about 10 cm from the catheter insertion site was discovered to be damaged. Reported to doctor and examined. Instructed to not remove the catheter at night and to observe the progress, and to consider securing an eradication route if there was a large amount of leakage. Although the amount was small, there was leakage, so the damaged area was fixed with 3m tape to prevent it from bending. On march 6, repaired with a repair kit. On (B)(6), changed to eradication. On (B)(6), broviac removed.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac s/l repair catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Hydrostatic pressure was applied by clamping the distal end of the catheter while infusing to observe for leaks. Upon infusion of the luer, a small bubble was noted on the center portion of the catheter body, proximal to the tied suture wire. What appeared to be two bubbles from a pinhole in parallel, was noted on the catheter body, proximal to the tied suture wire when infusing the luer. Therefore, the investigation is confirmed for the reported fluid leak issues and identified material puncture/hole issues. However, it is unconfirmed for the reported material integrity issue as more specific damages material puncture/hole issues were identified during investigation. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a chronic catheter placement using a broviac cv catheter, single-lumen, 4.2f. During the procedure, the chest area of the patient was wet. A section about 10 cm from the catheter insertion site was discovered to be damaged. Reported to doctor and examined. Instructed to not remove the catheter at night and to observe the progress, and to consider securing an eradication route if there was a large amount of leakage. Although the amount was small, there was leakage, so the damaged area was fixed with 3m tape to prevent it from bending. On (B)(6) 2025, repaired with a repair kit. On (B)(6) 2025, changed to eradication. On (B)(6), broviac removed.